Manufacturer narrative:
Correction number: 2531779-03/24/2010-003-r. The pump was returned to animas and was evaluated by product analysis on (B)(4) 2011. Evaluation revealed a dislodged display screen and partially dislodged force sensor pins and the force sensor was found to be out of calibration. During testing, an ez-prime operation was performed and the load step did not correctly detect the cartridge and dispensed fluid. Unrelated to the complaint, the battery compartment was observed to be cracked. The user guide instructs the patient that cracks, chips, or damage to the pump may impact the battery contact and / or the waterproof feature of the pump. Evaluation also revealed that the display screen was dim with a red tint.

Event description:
Pump is returned for short load step causing a large prime volume. Evaluation revealed an out of calibration force sensor and partially dislodged force sensor pins. This report is being made based on the evaluation results.